Event description:
Kimberly-clark received a report stating the mic-key balloon burst and the stoma site nearly closed. The patient was taken to the emergency room to have the device replaced. The replacement and reinsertion procedure for the mic-key device lasted two hours. The patient is doing well.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation, a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported, but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.